Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to rewind their pump. It was reported that the customer tried ten times, but the pump always stops when it's loading and no insulin shows in the display. The customer's blood glucose level was reported to be 342mg/dl. It was reported that he pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had no rewind anomaly noted. The rewind functioned properly. The pump was received with a loose/protruded drive support disk, minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.